Event description:
It was reported that left hip revision surgery was performed due to metallosis. Alval metal on metal reaction noted during procedure. Acetabular shell and femoral stem retained.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [196336 summary.pdf]

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the r3 shell, 30mm acetabular screw, 25mm acetabular screw, threaded hole cover and anthology stem remained implanted. The hemi head, r3 liner and modular sleeve were removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the hemi head and r3 liner was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. A review of the modular sleeve and r3 shell was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Intraoperative findings of a local tissue reaction, cloudy fluid and pseudotumor as noted on MRI along with elevated metal ion, crp and sed rate may be consistent with findings associated with metallosis and aseptic lymphocyte-dominant vasculitis associated lesion. However, the root cause of the reported pseudotumor and aseptic lymphocyte dominant vasculitis-associated lesion cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.